Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
The patient was admitted to the hospital on (B)(6) 2016 for decreased appetite, respiratory distress, and overall failure to thrive. The patient was transferred to hospice on (B)(6) 2016 where she subsequently died of respiratory failure on (B)(6) 2016. The death was reported as not related to enb device or index procedure performed on (B)(6) 2016.